Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead exhibited loss of capture. The lv lead was removed and replaced. The patient was in stable condition.